Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose level was 120 mg/dl to "high", a specific value was not provided. The customer did not address the their bg at the time of call, as customer did not have back up insulin therapy available. A replacement pump was sent to the customer.